Event description:
"The customer sent human waste instead of the capsule to the download center. Dlc confirmed that there's no capsule. The customer was notified of the incident and was requested to follow-up with the patient to inquire about the whereabouts of the capsule. An x-ray is also recommended to the customer if the physician has any concerns about retention. A kub x-ray was performed on (B)(6) 2022 and showed the capsule was inside patient's small bowel. Per frm-0089 capsule incident questionnaire the customer provided, since the patient doesn't have any pain nor passing gas and have regular bm's, no surgical or further procedures were planned at this moment. Therefore, this complaint was closed and further actions will be taken if there is any reported change to this issue or patient status."

Manufacturer narrative:
"The customer sent human waste instead of the capsule to the download center. Dlc confirmed that there's no capsule. The customer was notified of the incident and was requested to follow-up with the patient to inquire about the whereabouts of the capsule. An x-ray is also recommended to the customer if the physician has any concerns about retention. A kub x-ray was performed on (B)(6) 2022 and showed the capsule was inside patient's small bowel. Per frm-0089 capsule incident questionnaire the customer provided, since the patient doesn't have any pain nor passing gas and have regular bm's, no surgical or further procedures were planned at this moment. Therefore, this complaint was closed and further actions will be taken if there is any reported change to this issue or patient status."